Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction was due to driver issues. A field service engineer uninstalled the driver and reinstalled and updated it and changed the power settings to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis anesthesia es system's bio-ID was working intermittently. The customer had to reboot the device in order to log in using bio-ID. The customer added that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the nurses still unable to use bio-ID. The field service engineer logged into station, uninstalled and reinstalled drivers. Updated drivers and changed power settings to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system bio-ID working intermittently. The customer added that this malfunction causing delay in the operating room. However, there were no adverse events or injuries reported based on this event.